Event description:
It was reported that a device was used during laparoscopy. It was reported by the rep that the device performance was not acceptable to the surgeon, surgeon felt force to penetrate was too great. The surgeon's angle was such that the trocar tore the fascia requiring the wound to be open packed. The out pt surgery changed to in pt for wound management and pt had to put on IV antibiotics. The hosp stay for the pt was lengthened.